Event description:
It was reported that a igs m4 microdebrider was ¿overheating and not working¿. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis was not able to confirm or duplicate the alleged complaint of overheating, as the device was not running in "as received" condition due to corrosion in the motor/cable and bearings. The device was repaired, tested, and passed all manufacturing specifications. This device is used for therapeutic purposes.